Event description:
An altitude alarm was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.